Event description:
It was reported via repair work order that the head section was broken due to a stress crack where the load section meets the frame of the cot. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.